Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Three photos attached to the parent complaint were reviewed by the investigation site. Photo 1 shows memo form handwritten. Photo 2 shows a tray with various items. Photo 3 shows a pak label with same product and lot number as reported. The reported event cannot be confirmed on the photo attached. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: 2021-59496

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray along with other items. The sample was visually inspected and found to be nonconforming with dried white foreign material on the probe needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests, no bubbles were observed. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Three photos attached to the parent complaint were reviewed by the investigation site. Photo 1 shows memo form handwritten. Photo 2 shows a tray with various items. Photo 3 shows a pak label with same product and lot number as reported. The reported event cannot be confirmed on the photo attached. The returned sample was found to be functionally conforming, therefore a cut failure and bubble as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter was not working efficiently and air bubbles were noticed coming out of the cutter intermittently into the vitreous cavity during the surgery. The product was replaced and the surgery was completed. There was no patient harm. Additional information was provided by the surgeon who reported the efficiency of the vitreous cutting was not there and ¿bubble was coming¿. The surgeon was not sure if the cutter problem was due to the bubble issue or not.